Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod . Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the cannula had deployed early. Upon removal of the pod from the infusion site the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.

Manufacturer narrative:
The returned device was received with the needle mechanism deployed and the formed needle retracted. The exposed soft cannula was not visible. After investigation of the needle mechanism, no issues were found that would result in the pod failing to deploy. Although no problem was found with the device, it could not be determined when the pod deployed. The cause of the reported failure of the pod not deploying could not be determined. The soft cannula was measured to be shorter than the expected specifications. It could not be determined when the damage to the soft cannula occurred. Correction: sequence number changed from (B)(4). Unique identifier (UDI) # changed from (B)(4).